Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a dissection occurred in the operating room (or) during heartmate 3 implant. The surgeon and or team worked on repairing the dissection. Later in the day, the patient was taken to the catheterization lab to place a right ventricular assist device (rvad tandem). The patient expired about 2 hours after the rvad due to biventricular failure. The patient did not have a history of right heart failure prior to implant though it was noted there were no device related issues that would have caused or contributed. The device operated as expected and the patient's death was not considered to be device related. It was unknown if the device would be returned for evaluation.

Event description:
During the dissection, a fair amount of blood leakage was seen from around the aortic cannula. It became apparent that the aorta was dissected at the point of the aortic cannulation. The aortic cannula was removed and the purse string sutures were tied securely. The right axillary artery was exposed through a direct cutdown incision. Proximal and distal control of the right axillary artery was obtained and then an 8 mm gelweave graft was sewn end-to-side to the artery with a running 5-0 prolene suture. The dissection was not related to lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic dissection, right heart failure, and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jan2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.